Event description:
It was reported that, during the implant procedure, the system was unable to convert the induced arrhythmia. The shock impedance was 185 ohms. The physician repositioned the device and did another induction test. This time, the system successfully converted the induced arrhythmia. There were no additional adverse patient effects. The system remains implanted.